Event description:
The hospital sent a 91220 mcare monitor to spacelabs for service, with the report that the monitor smelled hot and the battery did not charge.

Manufacturer narrative:
Spacelabs replaced an ac inlet board and main board. An investigation into the history of failures revealed a possible trend developing with the ac board. This unit was not considered reportable until the recent trend was identified. This issue is now being reported as part of our post market surveillance. An investigation is underway to determine root cause and resolve the issue.